Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/18/2015 with the following findings: the returned battery cap was found to be stripped; this device failure directly caused the reported issue. During analysis, the returned battery cap could not be removed from the pump case: the reported issue was duplicated. The battery cap contact height measurements were found to be outside of the specifications. The battery compartment was observed to be intact and free of damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The deivce has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.